Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the sleeve of a matrix screwdriver stripped and the threads broke off while attempting to insert a screw during a lumbar fusion procedure. The thread fragments were retrieved via suction with none remaining in the patient. Another screwdriver was on hand to complete the procedure. No delay reported. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product development evaluation was performed for the subject device (part number 03.632.001, holding sleeve-standard for matrix, lot number 6603333). It was reported that the during a lumbar fusion procedure, while attempting to insert a screw with the subject device, the force used caused the screwdriver sleeve to be stripped and the threads broke off. Thread fragments were retrieved by use of suction. It is reported all fragments were removed and procedure was completed using a different matrix screwdriver with no further issue, no harm to patient, and no delay. The subject device was reviewed and the complaint condition was able to be confirmed as the distal tip of the returned instrument is missing a segment of the threaded portion. The root cause is unable to be determined with the provided information however the failure is consistent with the application of excessive force, off-axis loading or over-threading. The relevant drawings for the subject device were reviewed during the evaluation. Changes were implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in september 2011, after these changes were applied. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. The root cause is unable to be determined with the provided information; however, the failure is consistent with the application of excessive force, off-axis loading or over-threading. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ magnum manufacturing center (presently (B)(4)) manufactured the holding sleeve ¿ standard, for matrix, p/n 03.632.001, lot # 6603333, dated september 26, 2011, for 49 parts. The certificate of compliance, dated september 24, 2011, indicates the parts were manufactured to the correct material requirements, met the hardness and required specifications, and conformed to p/n 03.632.001. The parts were inspected and conformed to the synthes, tabulated incoming final inspection sheet. There were no complaint-related issues, mrrs, or ncrs associated with these lots. (B)(4) parts were released to the warehouse on september 29, 2011. The lot was also inspected per the documented inspection results. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.